Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 25 infusions set leakage at site event on 20-jan-2024. Infusion set has been used for 2 days. Patient suffered from skin irritation. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.